Manufacturer narrative:
The single port (sp) medium-large clip applier instrument has been returned and evaluated by the failure analysis team. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 0.74mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. Failure analysis found the secondary failure of clip test failure to be related to the customer reported complaint. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was able to be installed onto the grip tips, but the clip was unable to clip onto the tubing during in-house testing. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure the single port (sp) medium-large clip applier instrument was not rotating correctly. The customer reseated the instrument, and the issue was immediately resolved and normal operation resumed. A review of system logs by technical support engineer (tse) did not reveal any related errors corresponding to the event. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.